Event description:
Pt fell while on pt scale 7/12/94, striking lower legs on the corner of the projection located at the front of the scale platform. The incident resulted in fractures of the fibula and tibia of the legs. Pt death occurred 7/17/94. Pt's physician indicates fractured legs contributed to death.